Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024. It was reported that the patient reportedly passed out while sleeping and was found by the spouse. The bg was 31 mg/dl while the egv was 352 mg/dl. The husband administered a glucagon shot to the patient. The patient awoke later with unspecified readings of 81mg/dl and 105 mg/dl after treatment. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.